Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: medtronic transcatheter delivery system, product ID: mdt-trans dcs, lot number(s): unknown. Citation: khoa quoc nguyen, duong van nguyen and thuy thi la et al. Transcatheter aortic valve replacement in patients =80 and <(><<)>80 years of age with aortic valve stenosis at moderate surgical risk: findings from an observational study in the vietnamese population. Cvia. 2024. Vol. 9(1). Doi: 10.15212/cvia.2024.0003 earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021) and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the effects of age on clinical outcomes in vietnamese patients who underwent transcatheter aortic valve replacement (tavr). Medtronic evolut r/pro (n = 87) and non-medtronic (n = 3) valve systems were used in the study population of 90 patients. The authors observed a total of nine deaths, including one procedural death (occurred in a subgroup of patients treated with evolut r/pro), four cardiovascular deaths within one year of tavr, and four all-cause deaths within one year of tavr. Additional adverse outcomes recounted in the article: disabling stroke, life-threatening bleeding, major vascular complications, coronary artery obstruction requiring intervention, valve malpositioning, complete atrioventricular block, conversion to open heart surgery or surgical valve replacement, moderate to severe paravalvular leak, implant of two valves, need for pacemaker implantation, and hospitalization for valve-related symptoms or worsening heart failure. No additional adverse outcomes were noted.